Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury associated with the torn chordae appears to be due to the multiple grasping attempts. The cause of the reported difficult or delayed positioning associated with the multiple grasping attempts appears to be due to challenging patient anatomy (enlarged left atrium and enlarged left ventricle). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip causing a chordal rupture. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was advanced in the patient and multiple grasp attempts were made. During positioning it was noted that a chord was torn. The clip was still implanted, reducing the mr to grade 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.